Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump complaint of under infusion could not be verified. Preventative action taken to replace software. S144 c000 r000 a DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information received a smiths medical cadd ms3 gray slate pump per medwatch prompted alarm to enter security code. Programming lost. Unknown if patient involvement.

Manufacturer narrative:
Additional information: a2, a3, b3, h10. Information was received on (B)(6) 2020 indicating event date and patient information.